Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels. The customer's blood glucose was 42 mg/dl. The customer stated that the insulin pump had activated the threshold suspend feature. The customer treated the low blood glucose with juice. The customer declined troubleshooting for the low blood glucose as well as the threshold suspend alarm. The customer did not return the product for analysis.